Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had revision due to infection approximately 6 weeks post-op, all implants were removed and replaced with temporary antibiotic spacer. Doi: approximately 6 weeks post-op; dor: (B)(6) 2021; right hip.